Event description:
During calibration of the unit inspiratory flow was too high. At 100% 02 there was a high pressure alarm. No patient involved, no injury occurred. The interconnection cable was found to be bad.